Event description:
It was reported that the communicator was smoking. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue persisted. The communicator remains in service. No adverse patient effects were reported.